Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer refilled old cartridges with insulin and uses cartridges past labelling. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 157 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.